Manufacturer narrative:
A customer reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing. MDR 1219913-2025-00097 was initially submitted to the FDA on 21-may-2025. Update: siemens has concluded investigation, 15-jul-2025. Available data were reviewed to determine the following: - the applied calibration for thcg reagent lot 362 was valid. - quality control (qc) results showed a slight negative bias, but repeated within range. - no instrument errors were identified when reviewing the system event log. - other patient samples tested for thcg on the day of the event produced reproducible results. - return of the patient samples for further investigation is not warranted because the discordant result was not reproducible. Review of sample and reagent trace files for the discordant test showed no issues with the aspiration or dispense of either the sample or thcg reagent. Instrument autocheck data were within range but indicated a potential need for service. A siemens customer service engineer (cse) was dispatched and advised to follow the vacuum troubleshooting instructions in cb-doc including checking for possible obstructions. The cse performed maintenance of base and waste fluidics systems, confirmed integrity of the vacuum system, and adjusted the secondary vacuum. These service interventions fall within the scope of routine instrument service. Based on review of the available information, the discordant result was isolated to a single patient sample and the cause of discordant cannot be determined. The customer is operational after repeat-testing the patient sample on the same and an alternate atellica im instrument. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using thcg lot: 362. Quality control (qc) results were within expected ranges at the time of the discordant observation. It was noted that the level 3 (high) control demonstrated a negative bias when tested the following day, but this was resolved with replacement of the qc sample aliquot. Additional samples were re-tested, but none showed any similar discrepancies. Pre-analytical (sample quality) factors could not be assessed, as the sample in question was not available for visual inspection. The customer is operational, with no further issues reported.

Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result which was discordant relative to repeat testing when using thcg lot: 362. An initial thcg result above the range for non-pregnant females was obtained for a 31-year-old female patient. The sample was repeat tested on the same instrument, and a result below measuring interval (<2.0 iu/l) was obtained. When the sample was re-tested once more, following recentrifugation, on another atellica im analyzer, the below-range observation was reproduced. The reproducible low thcg result was accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.